Event description:
New information received notes that the pacing impedance was high and out of range. Programming changes were made in clinic. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed that the right ventricular lead exhibited noise and high impedance. No device intervention was performed and the patient had no adverse consequences.